Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a recent device changeout procedure, right ventricular (rv) lead pacing impedance was high. Thresholds were also noted as high and upon interrogation during the procedure, thresholds were noted as unattainable. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.